Event description:
During set up, the item slipped while attached to the pt. Add'l info was requested and on (B)(4) 2014, the following was provided: on (B)(6) 2014, a (B)(6) male pt were to under go a subscript craniectomy with laminectomy for decompression. The pt was positioned in the prone position with the head in moderate capital flexion. The skull pins (integra titanium adult pins, reference number a1120, lot number unk) were placed at the superior temporal line with the mayfield clamp away from the pt's nose and face. The locking mechanism on the clamp had slipped and the clamp was pressed against the pt's face requiring repositioning. The pins were still firmly affixed to the skull. No lacerations or pressure ulcers were seen and there were no injuries to the pt. The surgery was not performed with a stereotaxy device. The device was in use for approximately 45-60 minutes before the incident occurred. The event did not result in pt injury. The case was completed and the clamp was sent back for evaluation. The skull pins are not available to be returned.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.